Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the power issue with the meter started on the morning of (B)(6) 2015. The patient manages his diabetes with insulin pump therapy. The reporter claimed that between 9 and 9:30am on (B)(6) 2016, the patient administered the usual dose of humalog medication, including sliding scale. The reporter was unable or unwilling to say whether the patient developed any symptoms as a result of the alleged issue. The reporter claimed that the patient was taken to the emergency room (ER), where he received "IV fluids" from a healthcare professional (hcp) at 10:30pm on (B)(6) 2016. The reporter denied that any other device was used to check the patient's blood glucose levels. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there was no misuse of the product. The cca established that the patient was using the correct test strips but the meter would not power on when a test strip was inserted per owner's manual or when the power button was pressed. Based on the information provided, the meter's battery did not need to be replaced. The issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment of that given for an acute diabetes excursion, after the alleged power issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.